Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen shattered. Subsequently, it was reported that a malfunction alarm occurred. Customer reverted to an alternate pump for insulin therapy. Customer's blood glucose ranged from 234-235 mg/dl.